Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0qnru, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient noted a loss of therapeutic effect. The patient noted having a lot of trouble with incontinence. The device helped at first when she got it. Now she was more incontinent that she had ever been. The symptoms became worse since (B)(6) 2015 when she fell. She fell on the ice and landed on her rear end and fell back and hit her head. They checked her device after the fall and said it had been off since (B)(6) for a couple of weeks. The patient did not agree because she felt the device was on. The symptoms had been particularly bad this past week. The patient mentioned again today that if she turns up stim too much her big left toe reacts. The patient was not happy hcp (healthcare provider) did not help much. The patient saw the nurse yesterday and the nurse was rude. They think she is fabricating the information. The patient had trouble connecting to the representative in her area. The patient asked if there is a different person. Patient services offered troubleshooting on the call to check if her implant was on. The patient denied, did not have time. The patient also scheduled an appointment with a different doctor who was at the same clinic as her doctor. The appointment is in april. It was noted incontinence returned after the patient fell on (B)(6) 2015.

Event description:
It was reported that the patient had been having problems with implant and the patient programmer. Patient services asked when did these problems begin and the patient stated at first she didn't notice that everything wasn't working properly because she was getting the pulse in the usual area, "but then about a week, couple days after the fall, 3 days" the patient started getting a "buzzing" in her toes. The patient noticed the "buzzing" in her toes was bad, but she didn't have time to deal with it, but then the patient noticed she wasn't getting the pulse anymore, the continuous pulse, but the patient was getting the toe "buzzing", so the patient got programmer out to change "electrodes" but couldn't get the programmer to work. Somehow, the patient was able to turn her implant off and her toe wasn't spasming anymore, which was uncomfortable. The patient also reported that she took a fall a couple of weeks ago and landed on her rear and hit her head on ice. The patient initially stated this happened on (B)(6) 2015, but then stated (B)(6) 2015. The patient noticed the "buzzing" in her toes a couple of days after the fall. The patient stated she will be involving an attorney in this situation. Additional information was received from the healthcare provider. Regarding what device components were involved in the event, it was noted: other. The patient felt stimulation in her toes. After testing the device, it was found to be turned off. The device was switched on and no further stimulation in the toes was noted. Regarding troubleshooting, it was noted reprogramming was done and the patient was educated on correct usage of the device. Actions taken to resolve the issue included patient education. The event cause was determined; it was not device related. The patient recovered without permanent impairment.